Event description:
Information received from the field notes that the patient was admitted to the hospital following a syncopal episode. A heart rate of 50 bpm was recorded. Interrogation showed that the device was programmed to 60 ppm. When an attempt was made to retrieve the 60 hours of event record, only two hours of events were recorded.~